Event description:
Patient and mother stated pump not delivering med on demand. Nurses checked the device twice and found the numbers correct. A nurse checked the machine dudring a pca mode and there were no problems. The nurse was to return before the lock out time weas up to retest the pca mode. The patient during this time suddenly became confused and had a seizure. The patient had no prior history of seizures. Meds for seizure activity were given. Neurologist consult was obtained. The CT scan and eeg were normal. The patient had received the pca drug for approximately 12 hours without a problem. The patient was discharged home on 11/1/92. The evaluation included a representative from abbott reveiwing on the hospital premises the pump delivery of med through the continuous and pca mode. The amount delivered was correct. The original med syringe was also reviewed and the syringe did not indicate over medication at the time of the eventdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: independent service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: telemetry failure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.